Event description:
The reporter called and alleged that the urine test strip read 3+ on keytones and negative on glucose. He also stated all the other reagent pads read negative. He did not send the pt for confirmation. The pt came be back and her blood glucose was 684mg/dl per a lab test. The pt was sent home. She was admitted to the hosp 2 days later with a blood glucose of 160mg/dl per a lab draw. The reporter was upset because five days prior the urine test strip indicated no glucose. The urine test strips were replaced and requested to be returned for evaluation.